Event description:
A customer reported cartridge error messages. The impact on the customer¿s blood glucose level was not reported, and when asked if levels exceeded 500 mg/dl, the customer declined to provide information. The customer also declined further troubleshooting instructions from technical support, and as a result, no actions beyond documentation were taken. The case was closed due to the lack of further information and customer cooperation.